Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please see MDR 9617229-2023-16133 - 9617229-2023-16063 as the operating record related to this complaint.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-0011250, is a duplicate of mrn 9617229-2023-16133 - 9617229-2023-16063. Please see mrn 9617229-2023-16133 for reportable events.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.